Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer also stated that he inserted a new battery and the display still did not return. Blood glucose level at the time of the incident was not provided. The customer was shipped a replacement battery cap and will not return the device for analysis.